Event description:
It was reported that during a rectum cancer resection, the device cut but there were no staples in the device so it did not fire. Additional sutures were used to close the rectum. Operating time was extended by thirty minutes. There was no patient consequence.